Event description:
A 2.75 mm x 15 mm cutting balloon was deployed in the pt's circumflex distal lesion. The physician inflated the catheter. Upon deflation of the catheter and during the delivery of the dye, the physician noted a perforation. The cutting balloon was removed and a perfusion balloon was deployed to resolve the perforation and seal the vessel. Pt is okay.